Event description:
Healthcare professional reported "infection". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: infection. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.